Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 17 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing, device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h6, h11. The device was evaluated where an additional potential adverse event was confirmed: foreign material was found in the instrument channel and jet tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2026. Sampling from: all channels cfu: 10 cfu (total) bacterial identification: kocuria rhizophila, peribacillus sp, psychrobacillus psychrodurans and paenibacillus sp based on the results of the investigation the reported event could not be confirmed, and the root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation of the foreign material, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.